Event description:
It was reported that the device exhibited loss of capture prior to being discharged post-implant procedure. Imaging showed that the device had dislodged and migrated into the pulmonary vasculature. The device was then successfully explanted. The patient was stable.